Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see updates to b3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated all the channels of the scope were cultured and four (4) colony forming units (cfu) of staphylococcus wameri, 10 cfus of staphylococcus epidermis and 23 cfus of staphylococcus capitis were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent is anios clean. The customer aspirates water through the instrument/suction channel and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port, balloon channel and distal end using the brush scope clean ((B)(4), lot b1221299a, per:04/2027). The scope was not manually disinfected. The customer uses automated endoscopic reprocessor (aer) soluscope, along with detergent soluscope cln, disinfectant is soluscope paa. The aer was cultured, however, the results were not provided. The endoscope was stored in a drying cabinet. The maintenance and repair was performed by olympus. The endoscope was not sterilized. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units of micro organism. Overall, the results are in conformance with the requirements. The device was returned. An inspection of the device revealed scratches on the charge coupled device (ccd) cover lens. The adhesive of the bending section cover was separated. The mouth piece was damaged. The angulation of the up/down knob was less than the specified value. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.